Event description:
It was reported that the procedure was to treat a bifurcation lesion of the 1st diagonal (d1) and left anterior descending artery (lad). The patient presented with acute coronary syndrome (acs), non-st elevated myocardial infarction. The lad was pre-dilated with a non-abbott 2.5 x 15 mm scoring balloon followed by a 3.0 x 15 mm nc trek balloon at 16 atmospheres (atm). Optical coherence tomography (oct) showed a dissection and 50% stenosis. Based on the oct images, the decision was made to start with the diagonal and apply the t-stenting bifurcation strategy. A 3.0 x 8 mm implant was deployed in the d1 and post-dilated with a 3.0 x 8 mm nc trek balloon at 16 atm. A 3.5 x 18 mm implant was deployed in the lad at 10 atm. Post-dilatation (kissing balloon) was done with a 1.5 x 15 mm balloon in the d1 and with a 2.5 x 8 mm nc trek in the lad. Additional post-dilatation was performed in the d1 with a 2.5 x 15 mm balloon and in the lad with a 3.5 x 10mm balloon. Oct was done and showed a good scaffold apposition in the lad. Angiographic good result. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction, and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the nc trek instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.